Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated very high blood glucose readings, including values up to approximately 600 mg/dl, while using the ilet insulin pump, with the user administering multiple corrective insulin injections by pen and perceiving unexpected dosing behavior and information from the pump. Continuous glucose monitor. Outcomes included the need for troubleshooting and education, and unexpected medical intervention via insulin injection pen without hospitalization. Investigation included review of pump data and discussion with the user with a plan of one-on-one training. Investigation of this case revealed inconsistent and often minimal meal announcements along with external insulin dosing by injection, which can lead to algorithm maladaptation and reduced automated dosing decisions; the device itself was not confirmed to have a malfunction. It was concluded, based on previously established findings for similar reports, that user-related use pattern and algorithm maladaptation were the most likely contributors.